Event description:
It was reported that after connecting the cassette and starting the pump, the pump alarms one times out of two. No patient injury was reported.

Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.